Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated they had rewound the insulin pump twice, but the air bubbles could not be cleared. It was also found air bubbles were coming out of the insulin pump. Customer also stated they did not receive a no delivery alarm. The customer also reported the air bubbles were located at the top of the reservoir. Troubleshooting could not be completed because the customer had disconnected the call. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.